Manufacturer narrative:
Currently it is unk whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further info will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported that he was hospitalized due to high blood glucose levels over 600 mg/dl. The customer also stated that he went into cardiac arrest on his way to the hospital. Troubleshooting was performed, and the insulin pump was programmed correctly. The customer was not comfortable with the insulin pump, and requested a replacement. Nothing further was reported.